Event description:
The pt underwent transurethral resection of the prostate. During the ablation process, the rollerball metal piece was no longer visualized attached to its two rods. The instrument was removed. To prevent harm, the metallic piece was left behind. The pt was discharged to home and returned for a cystoscopy.